Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received persistent occlusion alarms while attempting to deliver a bolus. Reportedly, the customer changed out their infusion set site 3 times prior to contacting tandem's customer technical support (cts). In addition, the customer received a resume pump alarm following the occlusion alarms. The customer's blood glucose (bg) level was in the 300s (mg/dl) with moderate ketones. A correction bolus via the pump and manual injections were used to address bg level. During troubleshooting with cts the customer was instructed to disconnect from the site and run insulin through the tubing. Insulin was observed to be exiting the tubing. The customer changed out all supplies and was able to successfully resume insulin.